Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, evaluation found a b30 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e226 and b30 error messages was a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an e226 scope communication error message. There were no reports of patient harm.